Event description:
The MFR received info alleging a "high o2" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.